Event description:
The manufacturer received information alleging a trilogy evo failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The device evaluation has not yet been completed. If any additional information is received, a follow-up report will be filed.